Event description:
The customer reported the unit did not recognize the therapy cable.

Manufacturer narrative:
The customer reported the unit did not recognize the therapy cable. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.